Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The patient reported blood glucose results that were "50 points higher" on the subject meter compared to another device, performed within 30 minutes of each other. The patient could specify actual results obtained. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. An hour prior to the alleged issue, the patient claimed she felt "sick." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptom did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged inaccuracy remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.